Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mom reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident and the current blood glucose of the patient was 140 mg/dl to 150 mg/dl. Customer also stated that the insulin pump had no delivery alarm and event was resolved by changing complete set. Customer treated with insulin shots. Customer declined troubleshooting. The insulin pump will not be returned for analysis.